Event description:
October: customer reported that an unknown age male was undergoing a stent placement when the fluoro stopped working. She reported that they had been using the fluoro extensively when it stopped. After a few moments, it would start up again. They were able to continue on with the procedure. The procedure was completed with no patient injury, or complications.

Manufacturer narrative:
The field service engineer (fse) troubleshot the system, and verified that the table movement was operating properly in all directions. Fse also verified proper operation of the footswitch control for the fluoro and spot usage. Fse checked the log files and found a large quantity of images stored in the system. This may account for buildup of the heat units in x-ray tube and was restricting further use of fluoro until x-ray tube had a chance to cool down. Customer reported when the heat units were allowed to cool down, they were able to fluoro. Fse provided an in-service to the staff on the table movements and extremities, on the proper use of the footswitch and made staff aware of the tube heat unit's capacity. Fse performed operation checks in accordance with the service and install manual p/n 404954-a.